Event description:
It was reported that one day post implant of the right ventricular (rv) lead, the patient experienced diaphragmatic stimulation. It was determined by the physician that the lead had dislodged. It was also noted that there was decreased impedance, decreased sensing, and increased threshold. The rv lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.